Event description:
It was reported that in the intensive care (hematology) unit a central venous catheter was inserted with no problem. Two days later, a leak was observed at the insertion site. As a result, the catheter was replaced. Aracytine chemotherapy had to be interrupted which ended the surgery. No add'l consequences, injury or death was reported.

Manufacturer narrative:
(B)(4).